Manufacturer narrative:
Main investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The patient expired on (B)(6) 2019. (B)(6) was reportedly not explanted for evaluation as no autopsy was performed. It was reported that the cause of death was not provided due to hospital policy. The heartmate ii lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate ii lvas. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 15sep2011. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was not provided due to hospital policy. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.